Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system was unable to boot up. A review of the system logfile confirmed the reported malfunction. The rse instructed to complete shut down and reboot, and the system came up but got stuck on zeros. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the f12 10a fuse on the mpdu was blown, so fse replaced extra fuses. The system was now able to boot up, however, the geo ipc was not able to turn on even if it was getting 230v incoming power. The fse confirmed that the geo ipc was defective. The defective geo ipc was returned for analysis, and it confirmed the malfunctioning of the power supply unit (psu). To resolve the reported issue, the fse replaced the geo pc and installed the software. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.